Event description:
Dr attempted to place this disposable spiral electrode for fetal monitoring and the spiral broke off. Dr attempted three times. First time device got entangled in baby's hair and he removed it, second try the device broke off and dr removed piece from baby's scalp, third try broke off and remained in scalp, dr unable to visually see spiral. Surgeon called, removed device under floro in radiology. No complications to newborn. Three (3) different electrodes used. Dr has used this equipment before, did not feel it was his technique. Nursing staff saved devices but did not feel it was his technique. Nursing staff saved devices but did not save the packages. Lot number appears to be only on package not on each device. Hosp removed lot number 29m2 and replaced floor with different lot numbers.